Manufacturer narrative:
D6b: added explant date per new information from the customer.

Manufacturer narrative:
Investigation summary hematoma/access site adverse event: the cause of the access site adverse event was not determined due to insufficient clinical details.

Event description:
Clinical rationale: a 59 year old male with an indication for use of impella support for postcardiotomy cardiogenic shock (pccs) remained on mechanical circulatory support while awaiting heart transplantation. Based on the available clinical information, the reported hematoma and localized inflammation appear to be patient specific clinical complications associated with invasive mechanical circulatory support and vascular access rather than an indication of device malfunction. No evidence of device related failure has been identified for either impella 5.5 pump at this time, and the patient remains supported pending further clinical management. Hematoma is a foreseeable risk due to vascular access and anticoagulation requirements. Per the voice of the customer with good faith effort outreach, the hematoma is reported as "is resolving."

Manufacturer narrative:
This is one of two related reports. This report represents the second impella 5.5 used and another report was submitted to represent the first impella 5.5. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.